Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 445 mg/dl. Customer advised they had a bent cannula which may have resulted in high blood glucose levels. Customer realized the issues and reasons for the cannula being bent. Customer was advised a bolus was delivered via insulin pump and they should be careful if they used a manual injection as well. Customer was advised to monitor and call back if issues persist.